Event description:
The customer reported at 17:17 she activated a new pod and her blood glucose, carbohydrate intake and insulin history. At 21:02, the pod was deactivated and she noticed the cannula was not inserted into her skin. She felt a small "prick" during the insertion process, but it seemed like the needle did not penetrate her skin. There was also insulin "pooling" at the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.